Event description:
Clip was noticed to have caused scarring to my liver and now embedded into the superoposterior on my uterus. I now need to have a full hysterectomy as a result of the damage caused by the filshie clips.